Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/05/2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. Patient was under 2 years old. No additional patient or event information is available. No product or data was provided for investigation. The complaint confirmation could not be determined. A root cause could not be determined. Labeling indicates: the dexcom system is a glucose monitoring system indicated for detecting trends and tracking patterns in persons (age 2 years and older) with diabetes. The system is intended for single patient use and requires a prescription.